Event description:
It was reported to siemens that a biomed manager made claims that the table pad is slipping and patients are falling off the table. Staff members stated it occurred three times and that one patient allegedly received broken ribs. At this time, no further information is available from the site. The customer has not been forthcoming with additional information regarding extent of injury or present state of health of the injured patient. Siemens has not been able to determine whether the patient immobilization restraints were used at this site prior to the reported events, or whether the patients were left unattended (as advised against in a safety update released by siemens in august 2008). Siemens is reporting this event in the abundance of caution.

Manufacturer narrative:
No causal relationship between the event and the device could be identified by siemens. The system was checked and found to be operating as specified. Based on similar incidents in the past, siemens released an "addendum to the operating instructions", which was distributed as safety update "ax 031/08/s to all customers regarding proper use of the provided immobilization tools during the examination. This document was released in august 2008. Instructions can be found in the operators manual within the chapter "transferring and positioning the patient". Additionally, more details are listed under "positioning accessories".